Event description:
Customer reported experiencing an issue that led to an emergency room visit and subsequent hospitalization, which was related to their diabetes. Customer was using pump and related supplies for insulin therapy when the incident occurred. Blood glucose levels were recorded as low, but the exact value was not confirmed by the customer. Corrective action involved the customer consuming carbohydrates on their own. They were subsequently hospitalized and received two bags of glucose tablets and one sandwich. Customer was released on (B)(6) 2025.